Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The reported condition was verified during functional testing. The cause of the condition was determined to be damaged battery. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.